Event description:
Patient had an (B)(6) valve placed inside an evolut. Failure was paravalvular leak (pvl). ¿complicated valve in valve (viv) sapien 3 ultra resilia (s3 ur) in evolute case¿. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).